Event description:
Information received by medtronic indicated that insulin pump had crack on backside of the pump and the rail of the belt clip was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located at the backside of pump found on (B)(6) 2022. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Test p-cap / reservoir locks properly into place. Unable to download history files and traces using thus software. Constant pump error alarms noted during rewind. Pump was cut open to perform visual inspection and found moisture damage on the dried insulin found on the motor. The motor was tested outside of the device on the ngp stb3 and failed. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, stained serial number label, cracked retainer, broken belt clip rails and corroded battery tube. Constant pump error alarms confirmed during rewind and in the pump history/trace files due to dried insulin found on the motor. Cosmetic damage was confirmed at battery tube threads, case-corner of belt clip rails and belt clip rails. Unable to download history files and traces using thus software. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.